Manufacturer narrative:
The device is available fore evaluation- it has not been received. The investigation is pending.

Event description:
The complaint/event involved 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. The following issue was reported by the customer: the manifold was leaking between the emergency line and the manifold, at the entrance of the 7 grouped lines during an infusion. A central catheter was placed on (B)(6) 2024, on the baby patient around 12-01 p.m., the catheter was placed on the manifold with a bag of parenteral, lipids, as well as caffeine (injected with a 1ml syringe) as well as vitamins in the afternoon and hydrocortisone. Clinical consequences: none but needed to change the line with the resulting risk of infection. The leak was noticed after a few hours. No visible default on the device before use. No cut, no tear and no hole on the device. The medications came into contact with the patient. The leak was cleaned as per facility protocol. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
Received one (1) used 011-am6136 pur yellow smallbore ext set for inspection. As received, residuals were observed around the male luer to female luer connection. Examination of the bond showed an incomplete insertion. The set was leak tested per product specifications. There was leakage from the bonded connection. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual bonding in ensenada. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified. D9: date returned to mfg: 11/18/2024.